Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced recharge burden due to intermittent charger communication issue. A sjm represenative was unable to commence stimulation in tonic mode. System diagnostics determined high impedances. A sjm representative was able to restore stimulation in burst mode. Further follow up identified surgical intervention will be taken at later date to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20690, reference MFR. Report# 1627487-2015-20691. Additionally, the issue related to the leads is reported under MFR report # 1627487-2015-21332.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20690. Reference MFR. Report# 1627487-2015-20691. Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the ipg was repositioned more shallow in the ipg pocket and the leads were explanted and replaced which resolved the recharge burden. The leads are added as device 2 and 3.